Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided the biomed with technical assistance. It was later confirmed by the biomed, that replacing the therapy connector resolved the reported issue. After observing proper device operation through functional and performance testing, the device was put back into service. The device was not returned to physio-control for an evaluation. The removed therapy connector was discarded by the customer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while attempting to perform the user test with the test plug connected to the device, the device displayed "connect test plug". Another quik-combo therapy cable connected to the quik-combo test plug was used with the same result; the device displayed the "connect test plug" message. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.